Event description:
The customer alleges that the adaptor does not fit in the bottle and oxygen does not flow to the patient.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.